Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Reportedly, the customer believed that the pump calculated too large of a bolus for the carbohydrates consumed. To treat the low bg level, the customer consumed ice cream. Multiple attempts were made by tandem technical support to request upload of pump data so the pump logs could be reviewed; however, the customer did not respond.